Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte retainers, patient reported their retainer cracked when removing it. They also reported that it has sharp edges, cutting them. Replacement order, requested additional information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.